Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a preventive maintenance, the field service engineer tried to launch the antivirus scan on the robot, but got the attached error message. The robot was not scanned. On the laptop, the field service engineer had to use the win64 bit version of the antivirus scan, since there is a 64 bit windows installed. According to the process, there should be used the 32 bit version.

Manufacturer narrative:
Corrected data: b4 date of this report. D4 additional device information. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data. A review of the wi " mpl-hsd-001-wi-038 r003 performing an antivirus scan " applicable for rosa 2.5 was performed. This review confirmed the error identified by the field service engineer. Indeed, the wi indicates to use download microsoft safety scanner (32-bit) for planning station 2.5 whereas the windows version installed on the planning station 2.5 is windows 7 sp1 (64-bit). This requires the use of microsoft safety scanner (64 bit). A non-conformity has been created to assess this error.

Event description:
During a preventive maintenance, the field service engineer tried to launch the antivirus scan on the robot, but got the attached error message. The robot was not scanned. On the laptop, the field service engineer had to use the win64 bit version of the antivirus scan, since there is a 64 bit windows installed. According to the process, there should be used the 32 bit version.